Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up episodes of non-sustained rv oversensing were observed. Review of the session records suggested possible myopotential oversensing. Isometric test and deep breathing to reproduce oversensing was suggested. Programming changes were not made yet. Further actions will be discussed with the physician.